Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic right hemicolectomy, the surgeon tried to fire the device; however the firing knob was stiff and could not fire the device. The surgeon could have closed the device completely. The surgeon checked the white safety shield was not functional. The tissue was not hard. A new device was used to complete the case. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed the anvil tip was detached. No other visual abnormalities were noted. The loading unit was received with a full complement of staples and the interlock was set. Functional testing was performed which included loading and unloading the single use loading unit (sulu) into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.